Manufacturer narrative:
The evaluation of the device confirmed that the internal parts of the power supply module were burnt. The bed was repaired by replacement of the power supply and adjacent parts due to damage. The bed was in use for over 9 years and it was confirmed that since 2015 the power supply was never replaced. There is no evidence of replacement of power supply unit before this date. The instructions for use for enterprise 9000 bed (746-449-UK-5) informs the user as follows: "this product is subjected to wear and tear during use. To ensure that it continues to perform within its original specification, preventive maintenance procedures should be carried out at the intervals shown." "Carry out a full test of all electrical bed positioning functions (backrest, height, tilt etc.)" - this is a maintenance activity to be performed yearly by suitably trained and qualified personnel. Arjo device failed to meet its performance specification since power supply unit was damaged. It is unknown if the device was used for a patient treatment when the malfunction occurred or not. This complaint is deemed reportable due to visible scorched marks on the power supply as a result of short circuit.

Event description:
Following the information provided there was a short circuit on the bed which resulted in burning smell coming from the power supply. The fire fighters attended the customer's site to inspect burning smell. The power supply had visible scorched marks near the cable input socket as a result of the malfunction. It is unknown if there was a patient on the bed at the time of the event. No injury was reported.

Event description:
Following the information provided there was a short circuit on the bed which resulted in burning smell coming from the power supply. The fire fighters attended the customer's site to inspect burning smell. The power supply has visible scorched marks near the input socket as a result of the malfunction, however it was confirmed that there was no fire. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within follow-up report once available.